Event description:
It was reported that the brakes are difficult to engage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that a single user experienced strain, however, no medical treatment was sought. Upon communication with the user facility, these were user preference issues and not related to component level defects.

Manufacturer narrative:
Investigation complete, b5 and h codes updated to reflect investigation results.

Event description:
It was reported that the brakes are difficult to engage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that a single user experienced strain, however, no medical treatment was sought.